Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer changed the cartridge, infusion tubing and site. The customer's blood glucose (bg) level was 407 mg/dl with a trace of ketones. The customer's parent administered an insulin injection to address the high bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.